Event description:
Consumer complaint of high blood results. Customers meter is not affected by the voluntary recall. She was having hypoglycemic symptoms such as being shaky, sleepy and cold sweats. She was rushed to the hospital that same day (B)(6) and ems in ambulance ran blood test with their meter and it also read hi. Two hours after medical treatment in the hospital, insulin administered, her glucose level decreased to 290mg/dl. She is unaware of her normal glucose levels, as she has not had her diabetes under control yet. She tested shortly before calling and read 390mg/dl. She performed a back to back test and read 412 mg/dl. She feels shaky and with tachycardia at this time. Ran back to back blood test, read 442mg/dl and 391mg/dl at 2:20pm. Reviewed memory for previous results: 442mg/dl on (B)(6) back to back 391mg/dl. 424mg/dl on (B)(6) @ 1:58 pm customer last eat at 8:30am took 18 units of insulin. 390 mg/dl on (B)(6) @ 1:57pm. 281mg/dl on (B)(6) @ 8:04am.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user had inaccurate reference.